Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the instrument displayed no abnormalities. Visual examination of the staple cartridge noted that the loading unit was fully applied and the interlock was engaged. Microscopic inspection of the knife blade displayed no damage. The cartridge cover was disengaged from the cartridge and was bent. Functional testing noted that the cartridge cover was returned to its proper position. The single use loading unit (sulu) pushers and interlock were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulu and the instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the pushers advanced. The firing knob could be advanced and retracted without any hang-ups. It was reported that the component disengaged, the instrument was difficult to unload, and the instrument was bent. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if an excessive force was applied to the cartridge. It was also reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an exploratory laparotomy with ostomy creation, the pins for attachment on the distal end of the handle bent while trying to close it on the bowel. The second issue was the load could not be removed from the stapler. It was also noted that the blade did not disengage. The third issue was that the blue part broke into two pieces and the main body with the blade remained engaged in the stapler and a smaller piece fell out. No components fell into the cavity of the patient. There was no patient injury.